Manufacturer narrative:
The investigation into the reported purge flow stopped was completed. The device was not returned for evaluation. Based on the available information, the root cause of the stuck purge cassette change screen issue was not determined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 74-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge flow stopped due to the program being ¿stuck¿ during the purge cassette change. Urgent attempts to separate the luers led to breakage of the purge sidearm, requiring a purge bypass and eventually, removal of the device. No further information was provided. There were no reports of harm to the patient.